Event description:
Customer's family member called lfs in 2oo2 alleging that customer's meter was reading inaccurately low. Customer had a doctor's appointment 9 days prior to calling lfs. Customer tested customer's blood sugar at home and the result was 120 mg/dl. Customer went to their doctor's appointment 30 minutes later and had a lab test done with the result of 365 mg/dl. Customer's doctor admitted customer to the hospital and customer spent 9 days in the hospital. No further information has been reported. Attempted unsuccessfully to contact the customer to obtain more information.